Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer's blood glucose was 84 mg/dl at the time of call. The customer stated that they were nauseous. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were off the insulin pump for less than 48 hours at the time of hospitalization. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.